Manufacturer narrative:
Investigation results: to date, the product has not been received. This is the first reported event for this product/failure mode since the release date in february 2003. The instructions for use (IFU) shipped with this product provide the following warnings and cautions: warnings: if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the device and/or injury to the pt. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Do not pry or pull tissue using the device. Insulation may be damaged. Cautions: use caution when programming the power settings. Use the lowest setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting the electrode tip, or pt burns. The recommended settings are: maximum: 70watts cut and minimum: 50watts cut. Maximum: 50watts coag and minimum: 30watts coag.

Event description:
It was reported that during use in a shoulder arthroscopy the tip of this ablator burnt. The generator setting were set at 70watts cut and 30watts coag. The procedure was completed as intended with another ablator and there was no injury or surgical delay associated with this event.